Manufacturer narrative:
Reporter: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that a patient presented to the hospital with the chief complaint of ""sudden onset of shortness of breath accompanied by cold sweats for half an hour."" Upon admission, the electrocardiogram indicated ventricular tachycardia. Additionally, the patient's blood pressure was low, and their hemodynamics were unstable, necessitating immediate cardioversion. When using the defibrillator for the first cardioversion attempt, the machine failed to discharge properly after charging. Then the machine was shut down, restarted, and successfully recharged, leading to a successful cardioversion. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.